Event description:
Information received by medtronic indicated that the customer received a multiple pump error alarms. Troubleshooting was performed and the alarm was cleared successfully and the rewind completed. Customer performed a self test and displacement test passed successfully. No harm requiring medical intervention was reported. It was unknown whether the customer continued using the device or not. Insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for the analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring= black. Case type = ngp. Customer complained on 04-dec-2022 the pump alarmed pump error 43, pump error 42, pump error 41, and pump error 37. Unit passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thus. No pump error 43, 42, 37, and 41 alarms noted during test. Verified in the pump history download the pump alarmed pump error 43 on 04-dec-2022 at time 11:41:00.000, pump error 42 on 04-dec-2022 at time 11:41:00.000, pump error 37 on 04-dec-2022 at time 11:41:00.000, and pump error 41 was not found on history files. Pump was cut open to perform visual inspection and found physical damage on electronic assembly, forces sensor, and motor. The following were noted during visual inspection: serial number label stained, scratched case, cracked select button keypad overlay, pillowing keypad overlay, and corroded battery tube. Pump passed all required testing. Confirmed the pump alarmed pump error 43, pump error 42, and pump error 37 in the pump downloaded history. Pump error 41 was not confirmed in history files. Moisture damage found on electronic assembly, forces sensor, and motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.